Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. Company cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of company cartridges. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, surgeon had noticed the tips of the cartridge was stiffer than usual. Unspecified medical intervention was performed. There was patient contact observed. Additional information was requested, but further no information was available.

Manufacturer narrative:
Medical intervention event was deleted. The product was not returned. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The company cartridge was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Company cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of company cartridges. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU (instructions for use): the company intraocular lens delivery system is for implantation of qualified company foldable intraocular lenses. No unqualified lenses should be used with the company intraocular lens delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses. Company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. The IFU (instructions for use) also instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd (ophthalmic viscosurgical device) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd (ophthalmic viscosurgical device), which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating medical intervention was not required.